Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was provided with information on how to reset the pump, and after assistance from technical support, the pump was successfully reset. The same malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue returned.